Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right tmjpm arthroplasty on an unknown date. Subsequently, the patient is being considered for another right side pmi product for an unknown reason. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It is further reported that the patient is being considered for the right side revision due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h4, h6, and h10.

Event description:
No further event information is available at the time of this report.